Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer being treated at doctor's office due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 183 mg/dl using true metrix air meter and 120 mg/dl using another device. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer had a previous doctor's appointment the day prior to the call. Customer stated that before leaving home he performed a blood test and got 145 mg/dl fasting; 10 minutes later he got to the dr.'s office and got a result 60-70 points lower on their meter. Customer stated that he was not having any symptoms, but they gave him something to drink to bring his blood glucose up. Customer stated that the dr. Advised him to purchase a new meter; customer purchased a second meter and compared the results between the two true metrix air and got a big variation. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/30/2026; open vial date was not provided. The customer did have another vial of test strips that had been stored and handled correctly (same lot number). The meter memory was reviewed for previous test result history: result 1: 183 mg/dl, date: (B)(6) 2025, time: 12:46pm fasting, result 2: 132 mg/dl, date: (B)(6) 2025, time: 10:03am fasting, result 3: 143 mg/dl, date: (B)(6) 2025, time: 10:01am fasting, result 4: 127 mg/dl, date:(B)(6) 2025 , time: 10:01am fasting, result 5: 145 mg/dl, date: (B)(6) 2025, time: 9:05am fasting.